Event description:
It was reported that a malfunction occurred on the pump, specifically displaying malf 12. There was no adverse impact to the customer's blood glucose level. The customer independently reset the pump and was assisted by technical support to resume insulin deliveries. The customer reconnected their continuous glucose monitor and was informed about the effects of a pump reset, such as resetting the max hourly bolus alert and insulin on board. Customer understood and was advised to call back if the malfunction code recurred, which it did not. Customer may continue using the pump.